Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that a tampon fell apart and left pieces inside her body. She sought medical attention on (B)(6) 2018 and was diagnosed with bacterial vaginitis and prescribed antibiotics. She sought further medical attention on (B)(6) 2019 and pieces of tampon were found and removed from her body.